Event description:
The customer reported that the room and patient's name disappear from the tile (gz transmitter) on the central nurse's station (cns) every couple of hours. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the room and patient's name disappear from the tile (gz transmitter) on the central nurse's station (cns) every couple of hours. According to the customer, all the vitals stay and there's no communication loss or anything else. Technical support (ts) asked the customer to reboot the cns and the transmitter to see if this happens again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/18/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/20/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 09/27/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
Details of complaint: the customer reported that the room and patient's name disappear from the tile (gz transmitter) on the central nurse's station (cns) every couple of hours. According to the customer, all the vitals stay and there's no communication loss or anything else. Technical support (ts) asked the customer to reboot the cns and the transmitter to see if this happens again. There was no patient injury reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the room and patient's name disappear from the tile (gz transmitter) on the central nurse's station (cns) every couple of hours. There was no patient injury reported.